Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history settings issue. It was alleged that the pump was not delivering insulin accurately; the basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: review of the pump revealed the basal history for 29-dec-2017 appeared to be inaccurate due to manual suspension of delivery by the pump from 07:41 to 07:49 and again from 14:13 to 14:20. There was also record of unexplained loss of prime at 08:23, 12:44 and 13?20 on the same date. On investigation, the pump powered on and was exercised for 24 hours on a 1.0 unit-per-hour basal rate program with the basal history correctly reflecting 1.0 unit per hour delivered and a total of 24 units delivered. No errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint and the pump was found to be functioning as intended without malfunction.